Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
J-supreme. It was reported that stent damage occurred. On (B)(6) 2016 the target lesion was located in the calcified right coronary artery. While performing a percutaneous coronary intervention, a 2.5 x 38 mm and a 2.25 x 38 mm synergy stent were placed. Intravascular ultrasound (ivus) was performed after stent placement. It was noted that the ivus got stuck in the stent struts and the strut was deformed. Ivus catheter was removed by a 0.25 in. Non-bsc guidewire. Plain old balloon angioplasty was performed to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 99% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. The stents were well positioned and apposed prior to the damage. The ivus catheter was an opticross catheter. It was noted that the guidewire exit hole of the opticross got stuck in the stent struts.